Event description:
The findings during surgery were a completely intact femoral component, which could not be moved at all, even with good of very black synovium and reflected the capsule anteriorly of the acetabular rim. The acetabular component was completely destroyed. The femoral head had worn all the way through the acetabular insert in its anterior/superior portion down to the metal and actually the titanium acetabular shell had also been worn down at least 4 mm into the metal. The insert was removed and was essentially half-gone, having been completely destroyed in its overhanging aspect. There was a lot of lysis of bone behind the acetabular shell and it was also sitting at about 65 degrees of lateral inclination. It was felt by the surgeon that a new insert would just have the same fate as the original one and therefore he elected to revise the acetabulum. It is not known whether the problem was caused by original placement of the acetabular cup or a problem with the cup itself. Due to this uncertainty, a medwatch form was completed and forwarded to the MFR.